Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer¿s blood glucose level. Cts confirmed cartridge alarms with consecutive cartridges, and no occurrence during the loading process. The pump was within warranty, and cts resolved the issue by sending a replacement pump with updated software. The customer was instructed on storage mode, returning the problem pump, and setup for the replacement pump, including programming settings and connecting their cgm. Caller acknowledged and understood all instructions provided by cts.